Event description:
The customer reported that the system would ask them to power down mid-procedure (lock up). There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ma null was adjusted, the power cord connections were retightened, and a filament calibration was performed. The system was then found to be operating as intended.